Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported during procedure, the doctor couldn¿t insert the 2nd extension (right side/back port) into the ins. It happened during a normal procedure to change out the ins. The doctor tried inserting the front extension into the back port with no luck. The doctor was able to put both extensions into the front port. They loosened the set screw multiple times but it still did not work. They swapped out an ins for another with no other issues. The issue was resolved at the time of report and no symptoms were reported.

Manufacturer narrative:
The stimulation implantable neurostimulator (ins) connector port was damaged. The extension was only able to be partially inserted into the extension port 2 (b)() due to a damaged balseal segment being present in the connector port. No functionally testing was performed due to the damaged balseal segment in port 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.